Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 163 mg/dl; 270 mg/dl and 127 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.